Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An (B)(6) stent graft was intended to be implanted during the endovascular treatment of 57mm aaa. It was reported that during the index procedure the stent graft was delivered from the contralateral side and did not pass through a calcified lesion. The physician tried repeatedly. When the delivery system was removed it was noticed that the delivery tip got frayed, so it was changed to a different product. Delivery was possible, so it was placed and the procedure was completed successfully. Per the physician the cause of the event was anatomy related. No additional clinical sequalae were provided and the patient is fine.